Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021.concomitant medical products: pneumatic walking splint; therapy date: unknown.the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was experiencing pain and swelling from using the bone healing system. The doctor provided a signed script to switch the patient's form of treatment from a bone healing system to an orthopak assembly. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trend.

Event description:
It was reported by the sales representative that the patient has been using the bhs device, and he is complaining of increased pain and swelling. A new orthopak assembly was shipped to the patient. No additional patient consequences have been reported. The bhs unit was not returned for further evaluation.